Event description:
It was reported that a pt underwent surgery to fuse t8-l3 using rods and screws. Approx 2 yrs post-op, when the pt underwent a surgical spinal procedure following a motor vehicle accident, it was noticed that the head of a screw at the t12 level detached from the screw post. The screw was removed and replaced.

Manufacturer narrative:
(B)(4): the implant was returned for eval. Visually confirmed mas head separated from bone screw. Significant material deformation of bone screw head at mas retaining ring interface and mas retaining ring deformation suggests forcible mechanical separation, consistent with motor vehicle accident, per the reported event info. Appearance of corrosion noted, consistent with anticipated wear of implant in vivo; evidence suggests corrosion did not contribute to the foregoing event. A review of the device history records did not identify any applicable nonconformance to spec.